Event description:
Procedure: laparoscopic gynecology (unspecified). Reportedly, the balloon ruptured upon inflating it. Pieces of the balloon dropped into the patient's surgical cavity. All pieces were removed by the surgeon without difficulty. No patient injury reported.